Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the reported error message or activation loss. Instead the evaluation found the probe broken off. There was no damage to the teflon pad or exposed metal underneath the pad. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the device displayed an ultrasonic level error and stopped working. There was no reported patient injury. The procedure was completed with another thunderbeat device.